Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a non-medtronic transcatheter valve, it was planned to implant the valve high in order to achieve the maximum effective orifice area. Following release of the valve, angiography revealed a good result with no aortic regurgitation. After a few moments, the valve dislodged into the ascending aorta. It was reported that the dislodgement may have been caused by the removal of the pigtail catheter in combination with the high implant position. Subsequently, the valve was snared and a second valve was successfully implanted. No additional adverse patient effects were reported.